Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life over three months prior with a voltage of 2.52 and charge times of 31 seconds. This device is included in the mid-life display of replacement indicators advisory. It was also reported that with manual capacitor reformations charge times were 45.1 seconds and the fault code 001 was displayed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Advancer the analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, the tip of the advancer slid toward the tissue stop during four firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. However, this finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the vessel and would not re-open. Per the contact, the device was pulled off the vessel. The tissue remains in the jaws of the device. The damaged tissue was repaired. There has been no reported consequence to the patient. (B)(4)